Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a ruptured reservoir. The reported condition was verified. The ruptured reservoir was microscopically examined, and no signs of abnormality were found on either the interior or exterior surface of the reservoir or stressmember. A batch review was conducted and there was a non-conformity found related to this reported condition during the manufacture of this lot. However, there were no changes to specifications, test methods, processes, equipment, or raw material during the manufacture of the lot, and the lot later met the release criteria. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred during filling with an unspecified drug. There was no patient involvement. No additional information is available.